Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported bruising is considered to be a symptom of vascular occlusion and therefore was not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) for injection into the jawline is not approved based on currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse (+) into the jawline on (B)(6) 2026, reported as a day prior to the time of this report. Batch number was ambiguously reported as a0022100 (expiry date: 27-mar-2027). Lot search and batch record review cannot be performed due to incorrect lot number. Radiesse (+) was diluted at a 2:1 ratio (product preparation issue, off label use of device). A cannula was used for the injection. The patient was fine on a day of treatment. On (B)(6) 2026, 1 day after the radiesse (+) injection, the patient experienced a possible vascular occlusion or compromise in the jaw area. The patient woke up with what appeared to be bruising in the area. The reporter was not sure if it was an occlusion or vascular compromise. The outcome of the event was unknown.